Event description:
It was reported by the attorney that the plaintiff underwent a carotid endarterectomy procedure. The closure of the surgical site was accomplished using 6-0 prolene suture with a running stitch. The next day, the pt was brought back into the or due to rupture of carotid artery. Upon reoperation, the running 6-0 prolene was found to be broken in mid-closure. The incision was repaired and the pt was placed in intensive care with ventilation support. No other info is available.